Event description:
It was reported the customer's insulin pump had a blank display. The insulin pump beeped and turned off. Her blood glucose level was 112 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.